Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with mild tortuosity and mild calcification. The 1.2 x 6 mm mini trek balloon catheter was advanced, but met resistance with the lesion. The mini trek was removed from the anatomy without resistance. After removal, it was found that half of the distal tip was torn. There was no portion of the tip missing. A new trek balloon catheter was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide cath: hyperion sal1.0 7fr. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.